Manufacturer narrative:
The product was not returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition, which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The lot was found to have met all acceptance criteria.

Event description:
The customer called to report that he had experienced consistently high bgs (at least 500mg/dl) over a nine hour period while wearing a pod. Manual insulin injections were also administered, but these were unsuccessful at lowering his bgs. The customer was advised to seek medical attention, but he declined. Upon removal of the pod, he noticed that no cannula was visible. The pod will be returned for evaluation.